Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode that resulted in a head laceration. It was observed that the patient had a high heart rate and the right atrial (ra) lead exhibited undersensing during rapid atrial fibrillation (af) with rapid ventricular response (rvr). This resulted in an "inappropriate shock which caused torsades," which resulted in a second shock to appropriately defibrillate the patient. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval network cardiac vascular group study.

Manufacturer narrative:
Initial rr submitted with value of 11-mar-2019. It was determined on (B)(6) 2019 that the initial value was not correct. Value is (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.